Event description:
It was reported that the pump started to do a strange noise when a bolus was performed. The patient experienced underdose symptoms. It was unknown if diagnostic testing or troubleshooting occurred. The issue was not resolved and the cause was not determined. Ultimately, the pump was replaced. The patient¿s status at the time of the event was unknown. The implant date of (B)(6) 2011 and explant date were reported as approximate. This device system delivered baclofen. Additional information was requested to clarify resolution and patient status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomalies. The device met specification. Conclusion code - no longer applies to this event.

Manufacturer narrative:
(B)(4).

Event description:
The health care professional later shared with the representative that the pump was interrogated and there were no pump malfunction related messages. The drug was compounded baclofen but the lot was unknown and the physician did not provide the concentration and dose. The issues persisted after the catheter replacement (see manufacturer report #3004209178-2015-16942) and therefore the pump was replaced. The patient "goes well" and the therapy was now effective. The issue was reported as resolved as the patient was now fine. Should additional information be received, a supplemental report will be filed.